Manufacturer narrative:
The injury was considered non-serious because no medical intervention was required. The probable cause of the injury may have been due to the extended length of time the sensor was continuously applied to the patient. The recommended time of application in product labeling is 24 hours. A review of the product labeling for sensor application time was provided to the user facility by a somanetics sales representative. Evaluation method - the actual product used was not returned for evaluation and no lot number was provided.

Event description:
Sensor was applied to patient for five days. After removal, two small red areas were noted under the area of the sensor. No treatment was required and the red areas resolved within a few days.